Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). The pt reported the implant had not charged for a week and stated charging took hours. Pt added they had now received an error message, Service Code 4101. Pt reported the doctor had replaced the implant battery two weeks ago due to the implant being positioned too deep, and since then they had been unable to charge the implant. Pt stated the implant had come out of place, so they returned to the doctor for repositioning. Agent reviewed what Service code 4101 means. Agent redirected patient to HCP for further assistance.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.